Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that 2 months after the implantation, dislodgement of lv and rv leads were noted. The patient was asymptomatic. The patient was hospitalized and all leads were repositioned. The leads remain actively implanted.